Manufacturer narrative:
Manufacture comment: the specific lot number of the product used during the treatment was not provided, however a review of all silhouette instalift lots, which had been distributed to the physician, was conducted and all lots were found to have been manufactured and released in accordance with set specifications. There is no evidence to suggest a product defect. Clinical comment: a company expert is of the opinion that the patient has experienced an infection on the left side of the face and localized inflammation on the right side. Additional comments: there have been no other reported adverse events of a similar nature associated with the treating practitioner. Conclusion: potential root causes may relate to: non-aseptic treatment conditions, poor patient aftercare, too superficial placement of the threads, patient reaction, underlying medical condition.

Event description:
In (B)(6) 2020 a patient underwent treatment with 8 threads of silhouette instalift. Approx. 3.5 weeks post treatment, the patient experienced an infection and purulent drainage on the left side of the face and an inflammatory reaction on the right side. The physician took the following actions on (B)(6) 2020: performed incision and drainage and collected a sample for culture and sensitivity testing. Prescription of bactrim and ciprofloxacin antibiotics and advised the patient to use warm compresses. No further updates received.